Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was around 400 mg/dl at the time of incident. The customer also reported other blood glucose values such as 198 mg/dl, 124 mg/dl, 400 mg/dl. The customer was reported that the reservoir and drive support cap was cracked. The customer was assisted troubleshoot for damage and reservoir was able to lock into place of the insulin pump. The customer was declined to troubleshoot for high blood glucose level. Customer stated that the insulin pump was broken. Customer was reported that the gray thing that pushed out the insulin out, piston the other end was coming out. The customer was advised that the insulin pump need to be replaced and advised to follow medically prescribed back up plan. The insulin pump will be returned for analysis.